Event description:
It was reported that the device exhibited non-sustained rv oversensing. Review of the episode noted low level myopotential inhibition. Programming changes were made and the issue was resolved. The patient has had no further issues.